Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare that during testing there was a fault int he electrocardiogram (ECG) cable of the heartstart mrx. There was no pt involvement.